Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 501 mg/dl and 69 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Please note the maximum adc meter reading is 500 mg/dl, any reading above 500 mg/dl will give a "hi" reading.

Manufacturer narrative:
Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing. Upon reviewing the meter readings logs in 2008, the reported readings of 69 mg/dl and "hi" were found.